Manufacturer narrative:
A review of lot c707 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for tubing leaks. Service order srv-(B)(4) completed: service engineer replaced pump assembly; performed checkout procedure. The assessment is based on info available at the time of the investigation. The photo eval is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer reported a blood leak at the exit of the photoactivation chamber during the buffy coat collection at the 5th cycle. As soon as the blood leak was observed the treatment was aborted and doctor decided to return manually the blood to the pt. Customer reported also the system to have alarmed with a system error when the blood leak occurred. It was impossible to determine the kind of alarm as client did not remember. Pt is stable service order srv-(B)(4) was dispatched. Customer provided pictures for eval.